Manufacturer narrative:
Per tandem user guide, since there is no insulin delivered during the cartridge fill process, there will be no actual basal rate adjustments until the cartridge is filled and loaded back onto the pump. Control-iq technology will then immediately begin to operate normally. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was high, specific value was not provided. Customer gave a manual injection to address the bg level. Reportedly, the load sequence process was not completed, resulting in the high bg level. Tandem technical support educated customer on the proper load techniques and the customer successfully completed the load sequence and insulin delivery was resumed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.